Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow-up visit, post normal device interrogation, a software upgrade was attempted. An error message was observed and the programmer rebooted. Post re-interrogation, the device was found in back up mode. During the recovery process of the programmer, telemetry communication was dropping constantly despite the wand position being maintained. Several attempts were made and the device was recovered, programming changes were made to resolve the issue and communication was established. Patient was stable throughout the process.

Event description:
New information received on december 20th, 2018 states that following the battery performance alert (bpa) advisory, a bpa was received by the clinician. Device had a cyber security upgrade and it failed. No further information is available.